Event description:
Number of pts affected: unk. Not come apart for cleaning. There is no way to ensure inner cannula is clean or sterile. We have had two separate events where the instrument has old dry blood come out of the inside of the cannula after being cleaned and sterilized. This is a very serious safety/infection control issue. MFR has been contacted.